Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device if there is suspicion that the introducer has been place through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use following a percutaneous coronary intervention (pci) through a 5f introducer in the right femoral artery. The angio-seal was deployed without incident. The patient was monitored overnight and discharged the following day. Four weeks after angio-seal deployment, the patient was readmitted and diagnosed with an occlusion of the femoral superficialis and treated successfully with atherectomy and percutaneous transluminal angioplasty (pta). The patient is currently recovering.